Manufacturer narrative:
The event of "a clot was noted through ice on the tip of the spiral catheter" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report: 2182269-2017-00133. During an atrial fibrillation ablation procedure, a clot was noted at the tip of the catheter after transseptal access was obtained. The clot was confirmed on intracardiac echocardiography so aspiration of the sheath and catheter was performed, followed by removal of the devices from the left atrium. The activated clotting time was 350 so the patient was weaned off anesthesia and successfully passed a neurological assessment. The procedure was resumed with no further issues.